Event description:
Medtronic received a report that an apollo catheter tip prematurely detached. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a left external carotid dural arteriovenous fistula. The patient¿s vessel tortuosity was moderate. The access vessel was the left femoral artery (diameter 7.8 mm. The surgeon was preparing to use the apollo microcatheter to inject onyx to embolize the arteriovenous fistula. After the apollo catheter was delivered into the place, it was found that the catheter was detached prematurely. Later, the catheter was replaced to complete the operation. There was no friction or difficulty during injection. Tip failed to obtain. No force was applied during removal. The catheter tip was not entrapped / stuck. There was no vasospasm. No surgical or medicinal intervention was required. Did not occur during onyx injection. There were no patient symptoms or complications associated with this event. Ancillary devices: sheath unknown, guidewire unknown, liquid embolic onyx

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Lesion characteristics were left external carotid dural arteriovenous fistula. The patient is recovering well after surgery. The cause of the tip premature detachment was unknown. The apollo tip is not embedded in the onyx cast, there will not be any future plans to retrieve the catheter tip. The anatomical location of the apollo tip is distal external carotid artery. There was no vascular calcification. There was no kink or damage noticed on any of the devices.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the apollo catheter was returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: no damages were observed on the apollo catheter hub, and no bends or kinks were found along the catheter body. However, the distal tip of the apollo catheter was found to be detached and was not returned. ¿ testing/analysis: the ldpe overlap of the apollo catheter was measured at 1.5mm, which is within the specified range of 1.0-2.5mm. ¿ conclusion: based on the device analysis and the information provided, the customer's report of "tip detachment" was confirmed, as the distal tip of the apollo catheter was found to be detached. Potential causes for tip detachment during navigation or repositioning include vessel tortuosity, the use of an incompatible guidewire, or an insufficient ldpe overlap length at the detach joint. Other contributing factors may include excessive vessel calcification, which can cause the tip to become caught and dislodged, or repositioning the catheter while it is wedged or in vasospastic vessels. However, the exact cause of the tip detachment could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.